Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a driveline communication fault alarm; however, it was determined that the returned controller was unrelated to the cause of the reported event. The returned system controller passed functional testing and successfully operated in a mock circulatory loop with a test cable for an extended period of time without any issues or atypical alarms produced. The reported driveline communication fault alarms are further addressed under the modular cable investigation. Log files were submitted and downloaded for review and the data in the log files did not indicate any issues with the returned system controller. The pump maintained a speed within the expected range without issue while the driveline was connected. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having driveline communication faults for over a month. Their modular cable was cut down to the braiding. The log captured driveline communication fault alarms that appeared to have begun on (B)(6) 2026based on the periodic history. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The system controller was exchanged as instructed by the engineer which resolved the driveline communication faults. It was said the modular cable damage was resolved. There were no more alarms. It was also said the cause of the driveline faults were not identified, just the modular cable.